Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) displayed an overheating message. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit but was unable to replicate the reported issue. As a preventive measure, the fse cleaned the unit¿s fans and ventilation. The unit passed all functional and safety tests in accordance with the factory specifications. The unit was exercised without failure.